Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 60 mm omnifit cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Loose components seen on x-ray - revision of cup components update: revision of loose cup components.